Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead had fractured. The lead was capped and replaced. The lead was explanted eleven years later during a routine device upgrade. No patient complications have been reported as a result of this event.